Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 generator. The system was tested and verified as ready for use. The e-100 generator has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue. Upon visual inspection, there were no issues related to the reported event. The unit was installed onto a golden unit system where the e-100 was tested with 10 power cycles and 50 energy cycle cut/seal actions with no issues. As of the date of this report, the vessel sealer extend instrument has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called to report that surgeons had expressed concern about the e-100 generator and vessel sealer extend operation. They stated that the instrument was not sealing well and they often get errors when plugging in the instrument to the generator. Logs revealed 25913 errors related to communications along with others related to high starting impedance. The procedure was completed with no reported injury.